Manufacturer narrative:
Device available for evaluation: received, not yet evaluatedthe device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.

Event description:
It was reported to boston scientific corporation that a zero tip retrieval basket was used during a procedure on (B)(6) 2011. The patient identifier, age, date of birth, sex and weight are all unknown. According to the complainant, during preparation for the procedure, when unpacking the device, a human hair was noticed inside the sterile pack. The device was removed from the operating room and the procedure was completed with another of the same device.there were no patient complications reported.

Event description:
It was reported to boston scientific corporation that a zero tip retrieval basket was used during a procedure on (B)(6) 2011. The patient identifier, age, date of birth, sex and weight are all unknown. According to the complainant, during preparation for the procedure, when unpacking the device, a human hair was noticed inside the sterile pack. The device was removed from the operating room and the procedure was completed with another of the same device.there were no patient complications reported.

Manufacturer narrative:
Analysis of the zero tip retrieval basket revealed there was no presence of a hair on the returned piece of the labeled pouch or the device. A functional evaluation was performed and the basket would open and close without issue. A device history record review was performed and confirmed that the device was manufactured in accordance with the device master record. As there was no hair present on the returned materials, the most probable root cause of this complaint is undeterminable.